Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument clamp handle broke during its first use. The procedure was completed with a back-up instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint clamp handle broke during its first use. The maryland bipolar forceps instrument was found to have a broken conductor wire at the idler pulley at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional information not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley.